Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was leaking from the trocar housing. The device leaked whether the device was in the trocar or not. As the case continued, the leak got worse. The case was completed with no device and there was no patient consequence. The device was discarded.